Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of catheter was accidentally pulled and was leaking and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced a leaking catheter which was accidentally pulled. On (B)(6) 2011, the patient experienced peritonitis. On an unreported date, a peritoneal effluent culture was performed for which the results were unknown. The patient was recovering from the event of peritonitis and outcome for the leaking catheter was not reported. Dianeal therapy was ongoing on (B)(6) 2012 product surveillance contacted the facility and spoke with the peritoneal dialysis nurse regarding this event. The nurse reported that she did not know if it was an issue with the patient's catheter or if it was a connection issue, or what type of catheter it was. She stated that they are not allowed to supply any patient information or any details related to the event. No further information was given. On (B)(6) 2012 product surveillance contacted the patient in regards to this event. The patient reported he jumped out of bed and stepped on the transfer set tubing and that pulled on his catheter and stretched it. He believes that the issue was between the adapter and the transfer set because later on that day he noticed it was leaking and needed to change his shirt. He said, he pushed the connection together tighter and then a few days later, he got the peritonitis. When asked if he knew if the adapter was metal or plastic he said that it was white and plastic. The patient reported that the clinic replaced his transfer set and they cut the end of the catheter. The patient reported that he is recovering from the peritonitis and is continuing on the peritoneal dialysis therapy. No further information was given at this time.

Manufacturer narrative:
(B)(4). This complaint of a titanium adapter separation could not be confirmed since no sample was available. The root cause for the possible separation cannot be determined. A batch review was not possible since the lot number was unknown. This issue is being investigated through CAPA.